Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose was 258 mg/dl

Manufacturer narrative:
Battery was verified. Cgm the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.